Event description:
It was reported that the tip of the cannula was bent. The patient was undergoing a radiofrequency ablation procedure. The 3.0/17/25 leveen superslim was selected for use. The physician attempted to insert the needle from the surface of the body; however it could not be inserted as the tip of the needle was bent. Functional testing was not performed prior to use. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received one leveen electrode with residue present on the device indicating use/ handling. The leveen array was retracted when received at cis. The cannula was bent starting at approximately 3 cm from the tip. During the evaluation the array was extended with some resistance due to the bent cannula. The array extended fully and the tines were evenly spaced and un-deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the tip of the cannula was bent. The patient was undergoing a radiofrequency ablation procedure. The 3.0/17/25 leveen superslim was selected for use. The physician attempted to insert the needle from the surface of the body; however, it could not be inserted as the tip of the needle was bent. Functional testing was not performed prior to use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.